Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip open while locked could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This will be filed to report the clip opened when locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, the clip immediately opened more than 5 degrees. It was confirmed that the clip before deployment, was closed at about 20 degrees or more. The clip was stable on both leaflets, reducing mr to 1. No additional information was provided.